Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced leg discomfort. The patient complained of leg cramping when the stimulation is turned on. X-rays were taken and showed the leads were in the same position they were implanted. The patient was reprogrammed multiple times but the leg cramping always returned. The patient underwent surgical intervention and had the system explanted.

Manufacturer narrative:
Updated following product analysis.